Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pinnacle cup inserter threads are stripped and cup trial/cup implant do not seat flush.

Manufacturer narrative:
Additional narrative: examination of the returned impactor confirmed the complaint; threads found nicked and damaged. The root cause is attributed to misuse and heavy usage. The date code (B)(4) indicates the instrument was manufactured in march of 2009 and is 6 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.